Event description:
The reason for call was caller reported last thursday the patient was sitting and watching tv and started getting electric shocks all over his body, legs and hands. Caller stated they turned off the stimulator and the sensation died down and the stimulation started going away. Caller stated the controller was at 30% when the issue happened and last night when they checked it again it was still at 30%. Caller stated nothing had changed with the controller. Patient reported if the patient sneezes, coughs, or yawns, the quality will quit and they will have to start over charging the ins. Patient mentioned they have to reset the controller to get the quality to go back to excellent. Caller stated patient has always had the issue of connecting to the ins. Patient services asked caller to inspect the recharger for damage and caller said there is no visible damage on the recharging cord or pins. Patient service asked caller to connect with the controller, the controller is 100% and the implant is low, recharge the ins. Agent confirmed did not have falls or trauma. Agent reviewed device function. Agent reviewed caller could charge the ins without turning the ins on but caller said they are afraid to charge the ins. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Historical information: caller mentioned the re charging cord was just replaced 3-4 months ago.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.